Event description:
Event description guidant received information that at the time of an elective replacement of this patient's implantable cardoverter defibrillator (ICD) for an upgrade to a dual chamber device, the endotak dsp lead was capped due to undersensing of vf.